Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient enrolled in a clinical study underwent a hip revision procedure approximately nineteen months post-implantation due to instability and dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient enrolled in a clinical study underwent a hip revision procedure approximately nineteen months post-implantation due to instability and dislocation. The patient also reported that her left leg felt shorter than the right leg.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical products- ep-105882 name: epoly 28 mm rlc lnr mrom sz22 lot: 014810, 51-104120 name:tprlc 133 t1 pps ho 12 x 144 mm lot: 2454236, 13-104148 name: m/h 3 hole rlc shl nrs 48 mm/l22 lot: 448100, 103532 name: ti low profile screw 6.5 x 25 mm lot: 332530, 103532 name: ti low profile screw 6.5 x 25 mm lot: 332570. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-09529. Reported event was unable to be confirmed. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.